Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of t-wave oversensing was confirmed via review of stored electrograms. The t-wave oversensing caused the device to charge and deliver hv therapy. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that, post sensed t-wave oversensing was observed in the ventricular channel via stored egm, when the patient presented for clinical follow-up after receiving multiple inappropriate high voltage therapies. The device was explanted and replaced following unsuccessful reprogramming attempt. It was noted that the patient condition was stable following the event.